Manufacturer narrative:
A steris service technician inspected the unit and found multiple water sensors needed to be cleaned. Water sensors may require cleaning when detergent residue or other materials begin to buildup on the sensor. In this reported event, buildup on the water sensor was sufficient enough to prevent the water sensor from functioning properly causing the chamber to flood and water to leak from the washer. The technician cleaned the water sensors in the solutions tank and replaced one sensor in the rinse tank. The washer was tested, found operational and returned to service.

Event description:
The user facility reported their reliance cart washer was leaking water. Water spread from under the washer out onto the floor from the load side. No injuries or procedural delays/cancellations were reported.